Manufacturer narrative:
The 2.5 x 28 mm promus (lot# 8100962), is being filed under MFR# 2024168-2009-00658.

Event description:
Reporting status: serious injury - surgical intervention/permanent damage. Reporting rationale: stent removed during surgical intervention. Device issue: difficult to remove. It was reported that the vessel was predilated. A 3.5 x 15 mm promus was deployed in the proximal cx at 10 atm for 30 seconds, and post dilated with another company's balloon at the maximum inflation. It was thought that the lesion distal to the stent needed to be treated; therefore, it was predilated with another company's balloon, and an attempt was made to place the 2.5 x 28 mm promus. Although, the stent delivery system (sds) would not cross and upon pulling back, the stent dislodged (inside the newly implanted stent). An attempt was made to snare the dislodged stent, but the snare and dislodged stent became stuck in the 3.5 x 15 mm promus. The pt was sent to surgery. The two promus and the snare device were removed. Then, a graft (CABG) was placed, and a ring was put on his miral valve. Post surgery the pt was doing fine. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.